Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the integrated electrosurgical unit (iesu) generator had an error c-34. The technical support engineer (tse) reviewed the logs and confirmed the error. There was no source of magnetic interference close to the iesu. The error was constant. The technical support engineer (tse) guided the caller to restart the iesu, but the error persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the iesu was abandoned/replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically without the iesu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following: g3, g6, h2, and h3 analysis information can be found in h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported failure. The unit was placed on an in-house system and was run in normal mode. Error c-34 occurred at startup.

Event description:
Refer to h10/h11 for follow-up information.